Manufacturer narrative:
Approximate age of device ¿ 82 days. The device remains implanted and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a lower gastrointestinal bleed after removal of 5 polyps on (B)(6) 2018. Repeat colonoscopy on (B)(6) 2018 showed erythema versus arteriovenous malformation (avm) at ileocecal valve and adherent clot in sigmoid colon. Anticoagulants at the time of event were aspirin, warfarin and heparin. All anticoagulants were held at onset of bleed. Patient received 2 units of packed red blood cells. It was reported that the patient recovered on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Section g4: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Investigation conclusion: a correlation between the device and the reported bleeding and infection could not be conclusively determined through this evaluation. The hm3 IFU lists bleeding, sepsis and infection as adverse events that may be associated with the use of the hm3 lvas. This document outlines recommended anticoagulation therapy and inr ranges. The IFU also provides information on mitigating device related infections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient presented on (B)(6) 2018 with severe sepsis and was found to have streptococcus bovis bacteremia. The patient was transferred to the intensive care unit for further management due to the patient's underlying lvad. The patient's hospital course was complicated by a lower gastrointestinal (gi) bleed after polypectomy in the setting of supra therapeutic partial thromboplastin time (ptt). The patient was transferred to the floor on (B)(6) 2018 where they remained stable and were discharged on (B)(6) 2018.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.